Event description:
A report was received that a patient was explanted. The reason for the explant is unknown at this time.

Event description:
A report was received that a patient was explanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information indicates that the patient was explanted due to inadequate stimulation. No malfunction was suspected as the device was working properly. The patient is reportedly doing well following the explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.